Event description:
It was reported, the colonovideoscope received an e315 error. The issue occurred, during preparation for use. For a diagnostic enteroscope procedure. There was no delay. The patient was not under anesthesia. And the procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customers complaint of the e315 error was not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a leakage occurred from the biopsy channel, and water entered the scope connector. Moreover, the leak detection sticker inside the scope connector had discolored. Submersion caused a short circuit or other abnormality in the internal circuitry of the scope. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "reprocessing manual reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.